Manufacturer narrative:
Investigation results indicated product made incorrectly due to error in image interpretation from scan. Corrective measures and training has taken place to eliminate future anomalies. Investigation results indicated product made incorrectly due to error in image interpretation from scan. Corrective measures and training has taken place to eliminate future anomalies.

Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
It was reported that the implant did not fit the defect.